Event description:
Twenty-five days after surgery, surgical area became red and hot and got redder and hotter through 2 more days when pt saw dr. Pt was running a low-grade fever also. Dr put pt on oral antibiotics, kefelex, 500mg, for 7 days. Three days later, in the morning, pt looked at the surgical area and saw in the center of the incision was a pocket of pus about one-inch long. Again, contacted dr and he told pt to meet him in the ER med ctr. Upon arrival, and having been seen by dr, pt was taken in for emergency surgery of incision and drainage of the left shoulder. This surgery also included the undoing of a rotator cuff surgery which included removing the shoulder screws (4). Pt was put on gentamicin (sp) and another antibiotic. These were given intravenously. Pt had their third surgery the next month. Pt remained in the hosp one day. The shoulder screws were sent to pathology. Pt saw dr 3 days later. The reports were back from pathology, indicating a presence of streptococcus intermedius\milleri. Also was a list of antibiotics that would respond. Pt was put on clindamycin, 300 mg, for 7 days. Since starting the new antibiotic, the low-grade fever has subsided.

Event description:
Add'l info rec'd from MFR 7/30/02. The catalog or part number in the medical device report is ar-1920s. The lot number in the medical device report is 20674. MFR has not received any other complaints of post-operative infection for this part/lot number combination. There was one other complaint of post-operative infection reported for this part number. The nurse that was in the case stated that she believed it was an isolated incident and that it was not product related. All sterile certificates for that part were in order and passed all sterility tests. No other reports of post-operative infection.